Event description:
As reported by the field clinical specialist, the patient underwent a transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve in the native aortic annulus. At the 1-year follow up visit post tavr, the patient presented with shortness of breath and falling asleep easily when sitting. The valve was found to have moderate paravalvular leak (pvl), which had worsened from trace-mild pvl at tavr admission discharge. It was believed that the cause of the pvl was an under-deployed valve. Per the tavr case information, the valve had been deployed with 1cc less than the recommended nominal volume for a commander delivery system. Approximately 1 year and 2 months post tavr, the 29mm sapien 3 ultra resilia valve was post dilated with a 28mm true balloon. The pvl was resolved and verified by ultrasound and angiography. No issues or complications were reported.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be confirmed. However, investigation results indicates that the pvl was due to the valve being under-deploy. It appears that procedural factors (valve implanted with 1 cc less than the recommended nominal volume) and patient factors (cardiac anatomy remodeling) may have caused or contributed to the worsening pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.